Event description:
The customer reported having high blood glucose of 476mg/dl, and she has treated with manual injections. The caller stated that the cannula was bent, but the insulin pump did not alarm no delivery. Troubleshooting was declined as customer believes that the problem was the infusion set not the insulin pump. During the call was found that the customer delivered 19.1 units of active insulin leading to her glucose level to rise. The customer expressed concern that she has several problems with her infusion set. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.